Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thr surgery, when the acetabular cup was driven in, the yellow plastic part at the front end of the r3 straight shell impactor was broken, and the plastic fragment fell into the patient. The operation was interrupted and the fragment was taken out completely. The procedure was completed, with a non-significant delay, using a s+n back-up device. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip and threads of the device are damaged, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that the undated x-ray, operative report, and single photo of the broken device were reviewed. However, they do not aid in the clinical investigation of the root cause of the reported breakage of the r3 shell impactor. Per case details, all the broken fragments were retrieved from the patient. The procedure was completed using a s+n back-up device. Since no patient injury is being reported, no further clinical/medical assessment is warranted at this time. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that a similar event was identified and opened. Design changes were evaluated; however, no design changes were implemented, which concluded there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.additional information: d3 and d8/d9